Manufacturer narrative:
The investigation of the data provided confirmed the reported behavior, as several communication errors were observed on (B)(6) 2025 during the interrogation of the subject ICD. The observed issue most probably resulted from the presence of emi (electromagnetic interferences) between the crp4 programming head and the subject ICD. Emi were generated by the lvad (left ventricular assist device) for which the frequency is similar to the frequency of cpr4 inductive telemetry. It should be noted that no malfunction is suspected on the telemetry head. No malfunction is suspected on the subject device. This case is recorded for trending purposes.

Event description:
Reportedly, the patient comes to the clinic for a defibrillator check-up, but neither the doctor nor the nurse can interrogate the device. They try to interrogate the ICD with a programmer and a new head, but the blue lights do not come on. They try with the smarttouch tablet and the blue head, and the green lights come on, but they cannot log in, even after trying the head in every possible position, including under the armpit. Interrogation is tried with a different programmer, but same result. Pictures of the ECG with and without the magnet to check the battery are available, but everything seems to be fine. The patient is being monitored remotely, and in principle there are no alerts and the last transmission was on (B)(6) in addition, the patient has ventricular assistance. On wednesday, (B)(6), she will return to the clinic and we will try to interrogate the device with the orchestra plus programmer. We do not know why it cannot be interrogated; there were no problems during implantation.